Event description:
It was reported that patient presented to clinic for follow up, the atrial lead exhibited noise and low pacing impedance. The atrial lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.